Manufacturer narrative:
Estimated based on aware date of (B)(6) 2019.

Event description:
It was reported that foreign material was present on the device. A percutaneous coronary intervention was being performed. Upon removing the device from the packaging, hair was found to be wrapped around the protective coil of the balloon catheter. The procedure was successfully completed with a different device without issue or patient injury.